Manufacturer narrative:
One cadd pump was returned for analysis in used condition. Visual inspection of the pump showed no cracks on the case, but a chipped chassis by the cassette hinge was observed. Three separate delivery accuracy tests were performed. The customer's reported problem regarding delivery accuracy was able to be duplicated. At least one test was outside the pump's delivery accuracy manufacturing specifications. To resolve the issue, the expulsor with the chipped chassis assembly was replaced.

Event description:
It was reported that the pump failed the volume test. No serious injury was reported in connection with this incident.

Manufacturer narrative:
Additional information was received stating this ambulatory infusion pump was originally returned for motor revolution over the limit. When it was received back by the customer it went into an alarm. No adverse patient effects were reported.